Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that pump logs from (B)(6) 208 revealed a motor stall occurred on (B)(6) 2018 at 12:26 and a motor stall recovery occurred on (B)(6) 2018 at 13:00. No symptoms were reported. The event date was(B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated that on (B)(6)2018 device interrogation/device logs revealed a motor stall occurred on (B)(6)2018 and a motor stall recovery occurred on (B)(6)2018 as previously reported. There was no report of a magnetic resonance imaging (MRI). No action was taken and no further diagnostics or interventions were performed. The cause of the pump motor stall and motor stall recovery was unknown/was not determined. The outcome of the event resolved without sequelae on (B)(6)2018. The patient's weight was (B)(6)pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) via a clinical study indicated the patient was receiving dilaudid 1.5mg/ml for a total dose of 0.2999mg/day and bupivacaine 30mg/ml for a total dose of 5.997mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.